Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer received a no delivery alarm and had used 2 infusion sets. The customer also called to say she no longer wanted the insulin pump. The customer's blood glucose level was 9000 mg/dl. The customer stated she would rather give herself manual injections. The customer was advised to consult her doctor to discuss treatment options. The customer was out of insulin and infusion sets. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.